Event description:
It was reported that the patient's battery depleted two and a half years ago, leading to severe pain due to interstitial cystitis, urinary tract infections, and a return of symptoms. The patient was unable to release her bladder completely without the stimulation. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4). Lead model 3886 lot# l92535 implanted: (B)(6) 2001 explanted: na; extension model 3095-10 serial# (B)(4) implanted: (B)(6) 2001 explanted: na; programmer model 3031 serial# (B)(4).